Event description:
It was reported that insulin was leaking from the head set/connector of the infusion set, which resulted in elevated blood glucose levels.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Section d4: the lot number had an additional digit from a typo, this has been corrected.